Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and the ra lead was reprogrammed to bipolar mode and the impedance measurements were still out of range. Loss of capture and high capture thresholds were also observed. Noise oversensed was identified when the induction test was performed in both unipolar and bipolar mode. Degradation over time was suspected to be the cause of the issue. The replacement and ra lead addition procedures were already scheduled. The lead remains in service. No adverse patient effects were reported.